Event description:
Upon patient entering clinic cadd infusion pump noted to have residue from medication. New (computerised ambulatory deluvery device) pump initiated and resumed infusion. After priming in 5-fu a scant amount of liquid appeared on equashield luer lock adaptor 2 swivel connector.